Manufacturer narrative:
(B)(4). Concomitant medical products: 200100000 - universal disposable drill and pin set 3 in pins(4), 5 in pin(1), 5 in drill(1) - 65149649. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01586.

Event description:
It was reported that during a right knee surgery the drill bit got stuck in the cut guide. The surgical technique was utilized. There was no surgical delay. The surgery was completed using the cutting block with the drill bit stuck in place. No known impact or consequence to the patient. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified sign of use. Pin was stuck with cut guide. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.